Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's daughter) reported that on (B)(6) 2015, at approximately 4:30 pm, customer "went into an episode" and exhibited symptoms described as "gibberish, shaking, and could not remember who (her daughter) was". A blood glucose result of 155 mg/dl was obtained on the customer's adc blood glucose meter. Caller contacted a nurse by phone and was advised to give her mother glucerna and call 911 if she wasn't coherent after 30 minutes. Caller treated the mother with glucerna and, after 30 minutes, called the paramedics. Paramedics arrived and a reading of 33 mg/dl was obtained on their meter at approximately 5:00 pm. Customer was reportedly diagnosed with hypoglycemia and received and unknown IV solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.